Event description:
It was reported that the customer had sensor issues. Customer stated lost sensor occurred and there was no isig value. Customer inserted new sensor where the minilink was not blinking, electrode was missing. Advised the customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.